Manufacturer narrative:
Integra has completed their internal investigation on february 21, 2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; product returned and evaluation verified complaint as valid. DHR review; device history record for pn 121790snd lot fh86 reviewed and it is indicated in the delivery form from the supplier (packaging conformity certificate) ¿positioning screw¿ for lot fh86. On the external and internal labels the designation is: compression screw. (B)(4) items were released and the lot was manufactured on 1st november 2015. Complaints history; this is the fourth incident reported to newdeal about wrong designation of large qwix® for the past two years. During the same time period, (B)(4) large qwix® screws were sold. The complaint rate for this kind of incident during the stated time period is (B)(4). This is the second incident for the lot fh86; the rate failure is (B)(4). A corrective action was initiated after we received 3 complaints from customers about improper designation of large qwix screws, to rework the devices with the right labelling. Conclusion: the root cause is a wrong entry data in our designation¿s database. Designations are in compliance with the designations of the UDI label specifications. Designations of UDI labels specifications were built from ec declarations of the products. Ec declaration for large qwix screws included improper designations of the positioning screws and was created with this mistake during pd project.

Event description:
It was reported that positioning screws are labelled compression screw, but they do not do compression. No patient involvement.

Manufacturer narrative:
Integra has updated their internal investigation on (B)(6) 2017. The investigation included: results: lot fh86 was already involved in the mfg report number: 9615741-2016-00039. All parts concerned by the recall r-hhe-132 were not captured.